Event description:
The reporter stated a collamer single piece lens had torn during the loading process, but was not noticed until the lens was inserted into the patient's eye. The incision was enlarged to remove the lens and another same model lens was implanted. Sutures were not required.

Manufacturer narrative:
Evaluation - (other): lens work order search. Results - (other): visual inspection of the returned found a piece of one haptic torn off and missing. There was evidence of clear surgical residue. It should be noted that the injector and cartridge were not returned for evaluation. A lens work order search was performed and no similar complaint was found within the work order.